Event description:
The customer reported that the system is displaying a stator on error and cannot fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay board. System operates as intended. (B)(4).